Manufacturer narrative:
Analysis: the samples were not returned from the user facility; therefore, device evaluations are unable to be performed. A lot history review and device history record (DHR) review could not be completed because the product catalog number and lot number are unobtainable. Conclusion: the actual samples were not received for evaluation. The DHR was not completed due to unknown product identifiers. The investigator's assessment of the event to the study device or procedure is unknown. Based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided with all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through a clinical registry that during a revascularization procedure for the target lesion, two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters were used to treat a lesion located in the left superficial femoral artery (sfa), not the original lesion at the time of the index procedure. Approximately 9 months after the procedure, the patient¿s left sfa vasculature was reportedly reoccluded. A revascularization was performed and the hcp deemed it was successful. The investigator's assessment of the event to the study device or procedure is unknown. The samples were discarded by the user facility and are not available for evaluation. No adverse patient effects were reported. This is one of two products involved with the reported event and the associated manufacturer¿s report number is 3006513822-2018-00056.